Event description:
A customer contacted beckman coulter inc. (Bec) regarding a false low cartridge glucose (glu) result generated by their unicel dxc 600 pro synchron clinical system. The result was not reported out of the laboratory. The sample was repeated twice with a glu result of 132 mg/dl and 132 mg/dl. It was run on another dxc analyzer in the laboratory with a result of 129 mg/dl. Other tests from the same sample tube were repeated but found to be correct. The lab provided all results from the sample, but only glu was erroneous.

Manufacturer narrative:
Qc prior to and after the event was within laboratory's established ranges. The avt (absorbance vs. Time) plot was forwarded to bec for review. Per bec review, the plot was indicative of a possible short sample event (clot or bubble), which may or may not have affected other tests in the sample. No other samples were affected. The lab decided to monitor glu results and service was not initiated. To date, there have been no further incidents of low glu results reported from this customer's laboratory.